Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) level (400 mg/dl) with a trace of ketones. The customer adjusted temp rate and delivered a bolus with the pump to address bg level. The customer believed that the cause of the high bg level was due to a cortisone injection.